Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer and confirmed that the results were not released out of the laboratory. The service manager at the customer¿s site confirmed that while the samples were being rerun, it was observed that some of the probes had a clot; however, the instrument did not generate any clot detection errors. The customer confirmed that the samples in question were also rerun on the lab¿s other analyzer recovering correct results. The service manager confirmed that several checks and tests were performed on the instrument establishing the cause of the issue. The service manager observed that on the sample pressure monitor printed circuit board (pcb), 2 red led lights were on (ds3 and ds4). The service manager replaced the pressure sensor, restarted the analyzer several times, and reset the sample pressure monitor from the pcb board; however, the issue persisted. Beckman coulter service was not dispatched for this event. The service manager at the customer¿s site replaced the sample pressure sensor pcb which resolved the issue. System performance was verified and the customer was satisfied. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for multiple analytes on their dxc 700 au clinical chemistry analyzer. The customer did not specify which assays were impacted but provided a list of assays run on the analyzer. Based on the review, sodium has been identified as the worst-case scenario among all the assays evaluated. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.